Manufacturer narrative:
Investigation ¿ evaluation: the device was received in an open package. The dilator was fully assembled inside the sheath with no other components returned. Visual inspection identified a bend in the device. Functional testing by way of flushing the line with tap water confirmed multiple leaks along the seam of the sheath and bent hub. The device was further evaluated by the supplier to determine a root cause. The supplier investigation determined the flexor shaft was most likely cut during the manufacturing process. The 2-lumen shafts are manufactured in a multi-layer process that includes a heat shrink tubing being applied to meld all the layers together. This heat shrink layer is then cut off at the end of the process. It is likely that when the heat shrink layer was cut off, the tubing was cut as well. A review of the device history record revealed five non-conformances for this device lot number. Three items were found to have foreign matter and two items were found to have been packaged incorrectly. A review of complaint history revealed no additional complaints with this complaint device lot number. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Per the quality engineering risk assessment, no further action is required cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the customer while preparing for a urinary stone removal, the user flushed the second lumen of the flexor dl ureteral dual lumen access sheath/dilators with saline. The saline was observed to be leaking from the sheath body. As explained, a line was observed on the surface of the sheath and the lumen appeared to be thin. The device was not used. A single lumen access sheath was used to perform the procedure. The leaking sheath did not come in contact with the patient.